Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the hospital experiencing skin redness, swelling and heat pain on the device implanted site. Upon examination of the device pocket, a gram-negative bacterial infection was revealed. The device pocket was opened for explant, and vegetations were observed on the leads. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead and left ventricular lead was explanted and the wound was treated with anti-inflammatory treatment. The patient was in stable condition.